Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. While removing the stent delivery system from the sterile packaging, it was noted that the edge of the stent was lifted up. No pt contact occurred.

Manufacturer narrative:
.